Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during initial set up/installation, the v60 vent was powered on, but the screen was blank. There was no patient involvement.

Manufacturer narrative:
V60 vent was returned to the manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination to the exterior of this unit. The returned vent did not boot into the diagnostic mode. The red alarm led activated with the audible alarm active. Further testing traced the failure to the flash ic u1 (lot code: p33bf70). The address bus was locked up at pins 16, 17, 18, and 55 with a constant output of 3.3 volts. The solder at u1 was inspected which did not reveal any signs of cold or missing solder. The flash ic u1 was removed and a good lab test flash ic u1 was temporally installed for testing purposes. An attempt was made to program the flash ic u1. The flash ic u1 accepted the programming. The vent booted up and deliver breaths. The power cycling did not produce any errors. Failure was caused by a defective flash ic u1. Replacing the flash ic u1 on the cpu board from the customer's returned vent corrected the problem with the unit with no other failures identified.